Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Third of tampon stuck inside [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Uncomfortable - tampon [medical device site discomfort] . Cotton at the top of the tampon broke inside [device breakage] . When pulled out tampon...cotton broke inside [complication of device removal] . Case narrative: consumer reported via phone that when she pulled tampon out, the top of the tampon broke inside. No serious injury reported.